Event description:
I have bilateral advanced bionics cochlear implants. I am also a user of the res med CPAP machine. I have been using a full face mask for at least 4 years. The latest version of the mask had magnets to hold it in place. I noted tenderness over the magnet of internal processor and swelling. I was examined by (B)(6) and dr. (B)(6). Initially it was thought to be skin irritation from the magnet and was treated with topical antibiotics. The swelling and associated pain continued until it became quite large and fluid filled. Dr. (B)(6) drained it on two separate occasions. The fluid was sent to pathology to rule out infection. The report was negative for infection. Dr. (B)(6) had never witnessed this type of fluid build up over an implant before. This process went on for several months until dr. (B)(6) said the only option to resolve the "cyst" was to remove it along with the implant. The surgery for cochlear implant removal took place on (B)(6) 2022. The cyst was sent to pathology where determined to be a cholesterol granuloma. My head was pressure wrapped and with the cochlear implant removed I was and am completely deaf in my right ear. We are hoping to re-implant sometime this spring when healing is complete. While trying to understand why this might have happened I remembered receiving a letter from the doctors office warning of the use of magnets on the CPAP mask with internal metal implants. My surgeon thinks this may have been the cause of the granuloma.